Event description:
Customer's family member called lfs on 01/2002 alleging pt's ot basic meter was inaccurately high and customer passed out. Per cust service rep, the following was documented: customer passed out. Taken to emergency room. Result of 0mg/dl is documented (source not documented). Reported that customer received treatment (type not documented). Reported that customer performed comparison to calibrated method. Results not documented. Customer not cleaning meter correctly and did not have checkstrip. Facility sent replacement.